Event description:
During a stone lithotripsy procedure, the ultrasound lithotriptor transducer stopped working. Another type of lithotripsy system was then used to complete the case. No pt consequences were reported.